Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the device cut in the middle; both the distal and proximal sections were returned. The device has the wire kinked in the distal section, the catheter kinked, and the loop bent in the extended position. The device was cut in the middle and returned in two pieces, which is consistent with the event description. Review and analysis of all available information failed to indicate a definite root cause of this complaint and is therefore undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used during a polyp ablation procedure performed on (B)(6) 2016. According to the complainant, during the procedure after several successful cuts of a large polyp, the snare failed to cut when cautery was applied. The loop subsequently became embedded in the polyp and was impossible to remove. The snare was cut and left in the patient's colon. The patient was operated on immediately and the snare was successfully removed from the patient; however, a 3cm portion of the patient's colon was removed as a result. The large polyp was also removed during this procedure. The patient was hospitalized for twelve days as a result of this event. There were no additional complications. The patient was discharged from the hospital on (B)(6) 2016 in stable condition.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used during a polyp ablation procedure performed on (B)(6) 2016. According to the complainant, during the procedure after several successful cuts of a large polyp, the snare failed to cut when cautery was applied. The loop subsequently became embedded in the polyp and was impossible to remove. The snare was cut and left in the patient's colon. The patient was operated on immediately and the snare was successfully removed from the patient; however, a 3cm portion of the patient's colon was removed as a result. The large polyp was also removed during this procedure. The patient was hospitalized for twelve days as a result of this event. There were no additional complications. The patient was discharged from the hospital on (B)(6) 2016 in stable condition.